Manufacturer narrative:
Consumer experienced the loss of three fillings and three crowns. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that one day after using the toothbrush for 1 year, three fillings fell out. After the consumer stopped using the toothbrush, three crowns also fell out. The consumer then sought medical attention from a dentist.